Manufacturer narrative:
Product ID 3387s-40, lot# va07sq6, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va05gwd, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had had the device for a year and it failed. It was noted that the battery had depleted the weekend prior to the date of this report and the patient was scheduled to have the implantable neurostimulator (ins) removed in a month from the date of this report. The patient¿s wife was very disappointed because ¿this was not supposed to happen.¿ it was noted that the healthcare professional had said the battery was not responding and was dead. Patient¿s wife stated ¿this was not the first time it has happened this battery was supposed to last 3 years.¿ the caller had seen on the website that the battery as supposed to last 3-5 years and the patient had high settings but was told it would last 5-6 years. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va07sq6, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va05gwd, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was later reported that the patient was going to have the battery replaced tuesday (B)(6) 2014. The implantable neurostimulator (ins) battery had failed within less than a year. It was noted that the patient's friend or family member thought the literature should have in it that battery would not last for over a year. The ins failing in less than a year caused the patient discomfort. It was noted that in (B)(6) prior to the date of this report they had increased the patient's settings. The patient was at a 6 out of 6.5. It was noted that the patient was not able to dress himself or eat because he had to wait for the replacement surgery. The patient was not able to roll over without the battery and the patient was disabled. Additional information received reported that the cause of the event was that the patient needed high voltages so the battery life was brief. The event was attributed to the ins. It was noted that it was unclear if battery depletion was normal or premature. A replacement of the ins was scheduled, it was unknown if the device would be returned. The patient had not required hospitalization as a result of the event. Patient outcome was serious injury/illness ongoing but it was expected that symptoms would improve when the battery was replaced. It was noted that the activa battery was not lasting as long as the kinetra and patients were frustrated.